Event description:
It was reported that during a da vinci s hysterectomy procedure a patient side manipulator (psm) arm was not following correctly. The surgical staff installed a different instrument on the psm and reseated the instrument sterile adapter, however, the issue continued to recur. An isi technical support engineer was contacted, who requested that the surgeon use another psm arm. The surgeon declined and made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse), who was unable to replicate the patient side manipulator (psm) issue experienced by the customer. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The fse test drove the system at the surgical site and the found the system to be within specification and working as intended. The system error logs were also reviewed and no errors associated with the customer reported failure mode were observed. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.